Manufacturer narrative:
Customer service reviewed the instrument logs and determined the ict probe (09d63-04) the likely cause of the issue. The ict probe (09d63-04) was replaced and the issue was resolved. A review of the service history for the analyzer identified no contributing factors and no subsequent issues have been reported associated with discrepant or erratic results. A review of tracking and trending data in the product monitoring review for the alinity c processing module revealed no systemic issues or trends related to the result issue described in this complaint. Trending data and manufacturing documentation for the ict probe did not identify any trends or issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the alinity c processing module was identified.

Manufacturer narrative:
Patient identifier: multiple = (B)(6). Patient information: no further information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained falsely elevated sodium results for multiple samples while using the alinity c processing module. The following initial and repeat results were provided: sample ID (B)(6) : 167, 142 and 143 mmol/l (on alternate alinity) . Sample ID (B)(6) : 166, 139 and 139 mmol/l (on alternate alinity) . No impact to patient management was reported.